Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that after the sensor was inserted, the patient saw blood and removed the sensor. Upon removal, the patient suspected that the sensor wire may have been dislodged under the skin. The patient went to urgent care on (B)(6) 2017 and had an x-ray performed. The results of the x-ray confirmed that there was no sensor wire underneath the patient's skin. At the time of contact, the patient was doing okay. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: fail - sensor wire is missing. The problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The root cause could not be determined